Event description:
The patient was in the main operating room for a central line total implantable vascular access device procedure. During the procedure, the peel away sheath of the central catheter became torn. The torn portion of the catheter was retrieved and replaced with a new peel away sheath. All pieces of the sheath were accounted for and according to x-ray, there were no sheath fragments retained. Reason for use: rectal ca.